Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Customer filled and loaded new cartridge, after which customer was advised to replace supplies as needed and resume insulin therapy.